Event description:
The patient reported exposed and frayed wires of the power connector plug. The patient electronic unit was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Manufacturer narrative:
One cardiomems patient electronic system, one power supply and one power cord model was received for evaluation. Visual inspection verified the power supply was frayed and wires were exposed. Due to exposed wiring of the power supply, the pes was incapable of powering on. In result, a golden power supply was used to replace the damaged cable and then was able to power on. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event. This device does not fall under fa-q323-hf-4.